Event description:
It was reported that shaft break occurred. The 90% stenosed, 24mm x 2.75mm taget lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the delivery shaft fractured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient status was stable. It was further reported that the physician used the second balloon to removed the first device out on the patient's body together.

Manufacturer narrative:
Adverse event/product problem, outcomes attrib to adv event and type of reportable event updated. The quantum maverick was returned for analysis. The balloon was loosely folded with blood in the wire lumen (inner shaft). The balloon, proximal weld, inner/outer shaft were microscopically and visually inspected. Inspection revealed a separation in the hypotube located 22.5cm from the strain relief with numerous kinks in the hypotube. The fracture faces of the hypotube were ovalized, as if kinked prior to separating. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24mm x 2.75mm taget lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the delivery shaft fractured.the device was completely removed from the patient's body and the procedure was completed with another balloon. No patient serious injury nor complications were reported and the patient status was stable.

Manufacturer narrative:
The quantum maverick was returned for analysis. The balloon was loosely folded with blood in the wire lumen (inner shaft). The balloon, proximal weld, inner/outer shaft were microscopically and visually inspected. Inspection revealed a separation in the hypotube located 22.5cm from the strain relief with numerous kinks in the hypotube. The fracture faces of the hypotube were ovalized, as if kinked prior to separating. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 24mm x 2.75mm taget lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the delivery shaft fractured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient status was stable.